Event description:
During my testosterone injection the bd retracting needle was shot into my upper left buttocks. The spring appears to have been faulty. I have burning in the area of the needle. I am having to get a dr to remove it surgically. Product was a bd integra syringe with retracting bd precision glide needle 3ml 23g x 1 (0.6mm x 25mm), ref 305271, lot 3206402cav05, 07/2018. Have a needle in my buttocks. Needle shows in left buttocks between the skin and the muscle. FDA safety report ID# (B)(4).